Event description:
A valiant captivia was implanted during the endovascular treatment of a dissection of the entire descending aorta measuring approximately 300mm in length. It was reported on an unknown date post the index procedure that the patient was recovering at home. The patient complained of a headache and went to lay down. The patient's daughter checked on the patient approximately 30 minutes later and found the patient deceased. An autopsy was refused and the police report stated that the patient died of surgical causes.  Per the physician, the cause of the event cannot be determined. No additional clinical sequelae was reported and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.